Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (dxc 600) generated several erroneous sodium results. Customer reported the problem began after they replaced the calcium electrode tip which was producing sample reference drifts errors. Customer reported erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse replaced both sodium electrodes and cleaned the calcium port, which the fse noted had a buildup of glue. The fse replaced the electrolyte injection cup quad ring and performed all modular chemistries probe alignments. The fse also performed maintenance. The fse performed ion selective electrolyte health check which passed specifications.